Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise resulting in oversensing and episodes of automatic mode switching was observed on the right ventricular (rv) lead. The physician suspected lead insulation damage to be the cause of the event. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.